Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was received. Visual inspection noted the battery cover was missing, supply indicator was damaged, alarm pressure and on/off switch knobs were missing confirming the complaint. A root cause was due to user interface. A device history record (DHR) review was not performed as there was no indication of a manufacturing defect during the investigation. Actions taken: replaced battery compartment. Replaced MRI battery, sintered filter, and o-rings. Replaced damaged o2 supply kit, replaced missing knobs and caps. Replaced defective alarm reed. Performed preventative maintenance (pm), recalibrated unit, cleaned and affixed new service label. Device passed all functional and delivery tests.

Manufacturer narrative:
Date of event is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the battery cover was damaged. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.